Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Wife is calling on behalf of the customer. The customer stated that this is the first time trying to use the true metrix meter and the test strips had just been opened that day. Customer stated that the test strips have a different color and have a gray line on them; caller stated that the customer had discarded the test strips. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/24/2026; product storage location was not provided.

Manufacturer narrative:
Sections with additional information as of 21-mar-2025: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.